Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) has died. A note from the pt's wife stated that her husband died in spite of having a crt-d, and that the device "did not activate" even though it was checked by cardiology less than a month prior to his death. Boston scientific crm did not receive the wife's note until nearly 7 months after her husband's death.

Manufacturer narrative:
Not returned. This crt-d is no longer in svc due to pt death. Several attempts were made to obtain add'l info from the field, and to obtain the device for analysis. To date, no add'l info is available, and the current status of the device is unk. This event will be reopened should add'l info become available, or upon return of the device.